Event description:
The patient was undergoing a coil embolization procedure in the gastric branches using packing coil lps, a lp system detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician advanced a packing coil lp into the vessel and attempted to detach it using a handle; however, the packing coil lp failed to detach. It was reported that the black alignment on the pusher assembly of the packing coil lp had separated but the coil was still attached. Therefore, the packing coil lp was removed. The physician then advanced a new packing coil lp into the vessel, but the same issue occurred. While attempting to remove the packing coil lp, the coil detached within the microcatheter. The physician flushed the microcatheter with saline and pushed the detached packing coil lp into the target vessel and the coil was successfully implanted. The procedure was completed using a new packing coil lp, same handle, and same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.